Manufacturer narrative:
(B)(4). The 3.5 x 12 mm rx absorb is being filed under a separate manufacturer report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat the proximal to mid left anterior descending (lad) artery and distal circumflex (cx) artery. The patient presented with st-elevated myocardial infarction and had been experiencing intermittent chest pain and tightness for about a month. Vessel sizing was done using intravascular ultrasound (ivus). Two absorb scaffolds (3.0 x 28 mm and 3.5 x 12 mm) were implanted in the lad and an unspecified drug eluting stent (des) was implanted in the cx. On (B)(6) 2016, EKG showed ischemic heart disease (ihd) in lateral wall and dynamic st changes, which was treated with medication. Planned coronary angiography on (B)(6) 2016 revealed 90% restenosis in the scaffolds and 80% restenosis in the des. Non-abbott drug eluting stents (4.0 x 12 mm, 3.0 x 22 mm) were implanted from the lm to the mid lad for treatment. Intravascular ultrasound (ivus) showed a good final result. It was confirmed that the patient had been compliant with dual antiplatelet therapy (dapt). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that there was very irregular restenosis throughout the lad segment located in the under-deployed scaffold. The reported patient effects of ischemia and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.